Manufacturer narrative:
Batch review performed on 30 january 2019: lot 171867: (B)(4) items manufactured and released on 30 may 2017. Expiration date: 2022-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to a fall 8 months after primary. The surgeon reviewed the patient and determined that instability was the cause of the fall. A revision was performed and the 02.12.0511fl size 11mm s5 was removed and replaced with a 02.12.0517fl 17mm s5.